Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep reported the patient has noticed that he is on program a and then later checks with his patient controller (pc) and it shows program c without him changing it. The rep also noted a communication error while attempting to increase pulse width and a program several times. The rep attempted again with repositioning and this error did not occur again. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's programming changing on its own was not determined. No additional actions have been taken to resolve this issue, and it's unknown if the issue has been resolved. No further information was reported.